Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using retained kits of reagent lots 29131m500 and 29257m500 and acceptance criteria was met. Tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed and found to be adequate. No product deficiency and no malfunction was identified.

Event description:
The customer stated an architect i2000sr analyzer generated falsely elevated ca 125 results for four patient samples. Sid (B)(6): (B)(6) 455.2 u/ml; (B)(6) 447.5 u/ml. The sample was repeated on another architect using another lot of reagent and a ca 125 result of 33 was generated. The patient had a historical ca 125 of 117.3 from (B)(6) 2013, and a history of stomach cancer (B)(6) 2005, lung cancer (B)(6) 2010. Sid (B)(6): (B)(6) 103 u/ml. The patient had a historical ca 125 of 31.7 (B)(6) 2013, and a history of ovarian cancer (B)(6) 2007. Sid (B)(6): (B)(6) 74.5 u/ml; (B)(6) 477.4 u/ml. The patient had a historical ca 125 of 14.3 in (B)(6) 2013, and a history of breast cancer and stomach cancer. Sid (B)(6): (B)(6) 133.1 u/ml; (B)(6) 169.3 x 3 u/ml; (B)(6) 165.2 x 2 u/ml. The patient had a historical ca 125 of 37.8 in (B)(6);2013, and a history of uterine cancer (B)(6) 2014. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Please reference MFR 1415939-2014-00034 for sn (B)(4), device #2, and MFR 1415929-2014-00033 for sn (B)(4), device #3. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Correction, lot number, from 29131m100 to 29131m500. A follow up report will be submitted when the evaluation is complete.